Manufacturer narrative:
The customer reported complaint of the icy catheter (lot #155014) leak was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon. Thus, confirming customer complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 155014. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer should be re-trained on usage of the catheter to assure appropriate location of the catheter during cooling therapy.

Event description:
During the ivtm therapy, customer noticed that the 500ml normal saline bag got emptied and no traces of saline fluid was observed on the console, on the patient bed, or on the floor. The thermogard ivtm system generated an "airtrap" alarm. Per reporter, the airtrap alarm was cleared and thermogard system is functioning properly. The customer suspects a leak from the icy catheter (lot #155014).the catheter insertion was smooth and dwell time was 2 days. The physician decided to discontinue the ivtm therapy because the patient was in good condition and the ivtm therapy was no longer required. No consequences or impact to patient.